Event description:
It was reported the case was damaged. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, heart block, lead flex cover, four case screws, and display are contaminated. Upper and lower cases are damaged. Side bail covers, ring cover, and battery drawer are broken. Side bails arnd ring are missing.